Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented in the clinic. Device interrogation revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable with no symptoms or complaints.